Event description:
The following information was reported to gore: on (B)(6) 2014, this patient underwent an endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm and iliac artery aneurysms. The patient tolerated the procedure. After the procedure, the patient hadn¿t come to follow-up visit from some point. On (B)(6) 2023, computed tomography image revealed an enlarged aneurysm of 3 cm and type ii endoleak. Dissection was noted distal to the right external iliac artery (out of treatment area). On (B)(6) 2023, the patient underwent reintervention. Angiography confirmed type ii endoleak. Since there was a beak on the proximal side of the device, an additional stent graft was deployed to extend proximally. Aneurysmorrhaphy and the lumbar artery ligation were performed. The physician stated the following. The patient had not been to the hospital for seven years, so it is unclear when the aneurysm started enlarging. Seven years ago, it was about 6cm, so the diameter of the aneurysm has increased by about 3cm. This appears to be due to type ii endoleak from the lumbar artery.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.